Event description:
Ems personnel were attending to a pulseless, apneic pt in full arrest. Allegedly the device continuously indicated check electrodes and low battery and would not operate properly. The als crew arrived immediately and used their monitor/defibrillator to treat the pt. The pt was resuscitated and transported to the hosp. The reporter stated there were no adverse effects to the pt as result of the alleged malfunction.